Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the jelly was sticky.

Event description:
It was reported that the jelly was sticky.

Manufacturer narrative:
The reported event was found to be inconclusive. Evaluation found returned sample has no jelly remain inside the package. Unable to confirmed reported event due to poor sample condition. Potential root cause could be user handling/ improper storage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.